Manufacturer narrative:
The pump unit received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. The received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. The pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a button error alarm and high blood glucose level. The blood glucose at the time of the incident was 283 mg/dl. The customer states they attempted to bolus and then the up and down arrow began to ramp. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.